Event description:
Owner rode scooter to streetside mailbox and tried to make a slight postional adjustment in reverse. Instead, the unit raced uncontrollably full speed in reverse. Owner was dumped into street with unit partially on top of them. Unit stopped racing only when key was removed. Owner was scraped and bruised on hands, arms, shoulders, and head. Pt has asphasia and could not call for help. Was in street for unk period of time. Luckily, there was no oncoming traffic. Owner had sprayed mud off of unit's tires a few days prior.